Event description:
It was reported that the procedure was to treat a lesion located in a graft to the mid left anterior descending artery. The polymer coating on the whisper ms guide wire was observed to have split/separated from the distal tip during use. The guide wire was retracted from the patient without leaving any of the polymer in the patient and was replaced with a new whisper ms guide wire which was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.